Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition and that the device displayed a code 1003, which states that the voltage is too low for projected remaining capacity. Device replacement was recommended. This device remains in service. No additional adverse patient effects were reported.